Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop23-29 (lot: 0011246953); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evprop23-29 (lot: 0011248719); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evproplus-29us (serial: (B)(6) ); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evproplus-29us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a edtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve into a patient with heavy annular calcium, a pre-balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) balloon. The valve was recaptured three times to adjust the depth of implant. When recapturing the valve, the calcium caused an infold. The system was withdrawn from the patient and a new valve and delivery catheter system (dcs) were inserted into the patient. The valve was deployed and recaptured because the valve would not stay in the annular position. Upon recapture, an infold occurred again. The system was withdrawn from the patient, and a third valve was inserted into the patient and deployed at an acceptable depth with no infold. It was reported that the annulus size was 73.5 mm. Per the physician, the calcium pillar extending from the annulus to the left ventricular outflow tract (lvot) contributed to the infold. No adverse patient effects were reported.